Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found the device in used condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the issue. It was determined that the inoperable air detector was the root cause. The air detector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the black sensor fell off the housing bubble in the downstream occlusion seal. There was unknown patient involvement.